Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the right femoral arteriotomy site post diagnostic cardiac procedure. Five days later, the patient arrived in the emergency room (ER) with chills, fevers, and pain in the right groin. A doppler ultrasound revealed no pseudoaneurysm. The emergency room physician stated that patient had a right inguinal hernia, minor cellulites, and a probable small hematoma at the puncture site. The patient was placed on vicoden and levaquin, (doses unknown) and the patient was discharged. Two days later the patient returned to the emergency room with worsened symptoms. Cultures were obtained and the patient was admitted. The patient was placed on intravenous antibiotics and repeat cultures were obtained. Surgical and infectious disease consults were performed. A pelvis CT scan revealed no hematoma, or pseudonaeurysm present. A duplex ultrasound revealed no evidence of pseudoaneurysm. Repeat cultures revealed staphylococcus aureus. The patient underwent surgical exploration, incision, drainage of the abscess, and closure of the femoral artery. After an lma anesthesia induction, a vertical incision was made until pus was reached. Drainage was done and the angio-seal, which was at the base of the wound, was removed. A 5.0 suture was used to close the small oozing arteriotomy. Venous bleeding was stopped by bovie cautery and vicryl stitches. The wound was irrigated, left open, and dressed. The operative findings revealed a 3cc abscess in the right groin. The abscess was at the base groin, lying just superficial to the artery. The angio-seal was at the base of the wound. The patient was reportedly recovering.